Manufacturer narrative:
Initial and final (B)(4). Device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, patient complained about infusion set fell off. Event took place during physical activity. The infusion set was in use for one day. No further information available.